Event description:
The customer reported that an ics vg 3.0.1 system outage occurred on september 22, 2024 at 7:23, reportedly due to a critical failure in the timermgr service. A watchdog failure occurred, forcing a termination of multiple processes. The bedside monitoring device was not provided. No adverse patient impact or death was reported.

Manufacturer narrative:
The logs were reviewed, and it was confirmed that an internal process communication is timing out causing the system to hang resulting in the software reset. 3rd party libraries that interact with the operating system can sometimes not respond in time and cause a system to hang or there can be network delays however, it remains unknown at this time why the system was running slow. Recommendations from the technical team are to determine any slow connection log errors that would indicate high network latency at the facility, which can contribute to the issue and a software upgrade, as both vg4 and vg5 included enhancements reducing timeout errors leading to a watchdog reset. It has been confirmed that the system has been running as expected since the issue had been reported. Draeger has investigated the issue, a future software enhancement to resolve the issue is expected with the release of vg6.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
The customer reported that an ics vg 3.0.1 system outage occurred on (B)(6) 2024 at 7:23, reportedly due to a critical failure in the timermgr service. A watchdog failure occurred, forcing a termination of multiple processes. The bedside monitoring device was not provided. No adverse patient impact or death was reported.